Event description:
It was reported that patient underwent initial right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to pain. The acetabular cup, liner, and modular head were removed and replaced with a competitor cup and liner and a biomet head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.